Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that patient samples were mistyped with seraclone anti-a. The issue of the complaint was not clearly described. The customer mentioned false positive results and suspected b(a) phenomenon but did not provide any further information which lot caused this problem. He did also not state a date of event. The customer did neither return the supposedly defective product nor the patient samples that caused incorrect results. Therefore our quality control laboratory tested all lots of the supposedly defective product that have been shipped to customer during the last twelve months: lot no: 8428060-06, 8428060-07, 8442200-08, 8442200-09, 8517050-02 and 8517050-03. All lots were tested for positive and negative specificity and potency. All acceptance criteria were met. The positive and negative reactions were correct. We did not observe any false positive results. The required minimum titer was met. The instruction for use of all shipped lots of seraclone anti-a include a reference in the chapter "specific performance characteristics": seraclone&#58186;anti-a has the ability to detect minute quantities of a-antigens on red cells (e.g. Ax). However, this capability allows clinical insignificant numbers of a antigens to be detected as in rare cases of b individuals with elevated a antigen level (e.g. B(a) phenomena). Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-a functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lots.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that patient samples were mistyped with seraclone anti-a. The customer did not provide any further information about the affected lot or about the date of event. The customer did also neither return the supposedly defective product nor the patient samples that had caused incorrect test results. Therefore our quality control laboratory started testing all lots of the supposedly defective product that were shipped to customer during the last twelve months. Testing in our quality control laboratory is still ongoing.